Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and replaced the reagent camera. The fe performed all necessary adjustments. The customer ran and accepted qc. Repairs have returned the instrument to expected operation. (B)(4).

Event description:
The customer called to report a reagent barcode misread. After the instrument shutdown the customer observed that the 2 affirmagens were read as selectogens. The provue has been taken out of use pending service.